Event description:
Treatment of a large unruptured saccular aneurysm measuring 12mm x 22mm with a 9mm neck located in the dorsal ophthalmic segment of the ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline (4.50mm x 18mm) embolization treatment. During the procedure, it was reported the middle to the proximal portion of the pipeline flattened and occluded the artery. Attempts were made to open the flattened portion of the pipeline from the ipsilateral and contralateral (anterior communicating artery), but without success. The pipeline was retrieved using a microsnare, but some clots (clots that developed in the aneurysm sac) embolized to the distal circulation during maneuvering of the device. The thrombi migrated to mca (m2 and m3). The patient had microinfarcts after the pipeline was removed. Dose of agrastat and intra-arterial thrombolysis with actilyse (rtpa) was done and distal perfusion was achieved. The patient was re-treated 7 days post procedure with solitaire stent and axium coils. No further information was available.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the catheter. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).